Event description:
It was reported that during generator upgrade procedure, externalized conductors were observed on the lead trough fluoroscopy. Patient was asymptomatic. No electrical anomalies were noted so the lead was left implanted and connected to the new ICD. Dft testing was successful. Patient was in stable condition after the procedure.